Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Analysis of the device memory had an observation relating to the at/af detection. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient, during preparation for a surgical procedure, experienced ventricular fibrillation (vf) and asystole. The patient received three external shocks and compressions were started. It was noted that the implantable pulse generator (ipg) exhibited a pacing pause and a loss of capture. It was additionally reported that in response to the advisory describing the potential for device circuit error to occur while the device is processing an atrial-sensed event, the implantable pulse generator (ipg) software was updated. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.